Event description:
Pt presented to north shore hospital on (B)(6) 2021 with a report of a syncopal episode. Within the vhr episodes that the patient had an episode of vf. The physician extracted the device and both ra and rv leads and replaced them with a dual chamber ICD." Lead manufactured by st. Jude. Sr was still promoted however as pu 20 and 30 pertained to medtronic products. Mpxr report (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).